Event description:
During an ep procedure, the patient's chronic right ventricular (rv) pacemaker lead, st. Jude model 2088tc-58, was removed. The lead insulation appeared to be frayed. The st. Jude representative staffing the case will return the lead to the company for analysis. A new rv lead was implanted prior to the lead extraction. The staff believes that the patient's chronic lead was rubbing against another chronic lead, fraying the lead insulation. The patient was not harmed.